Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on a patient. However, there were no results or patient information, nor details the surrounding the event associated with the complaint. On 22-aug-2025 during review, the customer stated that the issue was resolved considering the preanalytical errors. No results presented at this time. On (B)(6) 2025, the customer presented patient information that included results. The results were from on (B)(6) 2025. Return product is not available for investigation. The customer is alleging the I-stat analyzer sn: (B)(6) and being returned for investigation. However, ctni lot#: e25120 was also provided and will be investigated. Method: date tested lot# results I-stat, on (B)(6) 2025, 20.03, e25120, 0.23 ng/ml, I-stat, on (B)(6) 2025, 20.25, e25120, 0.00 ng/ml. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2025. Business partner reported, on behalf of the customer, that analyzer s/n (B)(6) produced unexpected high troponin patient results when compared to a laboratory instrument. Failure analysis could not be performed, as analyzer s/n 414431 has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.